Event description:
It was reported that during a colostomy reversal procedure, a device was pulled to complete a low anterior resection. Another surgeon was called in to fire the device below the surgical field. The anvil was positioned and the device was inserted to join the anvil with the stapler. After the device was closed with the appropriate staple height selected, the safety was removed and the surgeon attempted to fire the device. The firing handle barely moved and the staples were only partially deployed. A new device was pulled and additional colon had to be used for a new anastomosis. While the anastomosis was still completed, additional colon had to be resected in order to use the second device. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.